Manufacturer narrative:
Insulin pump received with no button response and button error alarms due to corroded keypad traces. No failed battery test alarms observed during analysis. A cracked reservoir tube lip, cracked battery tube threads, cracked case and a scratched display window noted during the visual inspection.

Event description:
Customer reported that she was hospitalized due to gastroparesis. Customer stated that she had high blood glucose of 241 mg/dl because her insulin pump was not delivering the correct amount of insulin. Customer stated that the insulin pump is alarming button error and she was unable to clear the alarm. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.